Manufacturer narrative:
This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The customer reported that the companion 2 driver supporting a patient is exhibiting a non-typical right waveform, with a sharp incline prior to the opening of the temporary total artificial heart (tah-t) valve. The customer also reported that the patient is doing very well and they do not plan to switch the patient to another driver at this time. Syncardia investigated another companion 2 driver that exhibited a similar non-typical waveform. Testing determined that the root cause fo the non-typical shape of the waveform was the right electronic pressure regulator. In spite of the non-typical shape of the waveform, all of the measured parameters to assure safe support of the patient were normal. The reported issue poses a low risk to the patient because it does not prevent the companion 2 driver from performing its life-sustaining functions.